Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) expired. The patient's family is requesting that device be analyzed. There are no specific allegations against the device, however the family wants to know if the device operated appropriately. A guidant technical services representative recommended that the device be turned off before explant and then return it to guidant for analysis. The device was not returned however information was received stating the family hired legal councel and alleged the patient suffered injuries as a result of having the the device.